Event description:
According to the reporter, during the preparation of the device prior to patient contact, both rotation buttons were hard to manipulate and would sometimes work only with a firm push. There was no patient involvement. Pli-10: medtronic's initial evaluation of the incident device found damage to the internal q12 transistor, as well as the 44 pin flex cable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of damaged 44-pin cable was detected that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. The evaluation detected an unreported condition of damaged internal electrical component that has no relationship to the reported condition. The damage to the transistor is most likely due improper use. Based on historical data, the damage to the transistor is most likely due to the handle having been dropped. A damaged transistor may lead to lack of audible indicators, which is a no harm condition. During functional evaluation it was found that a switch was nonfunctional. The rotation does not complete the expected cycle. The re ported issue was confirmed. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of the switch failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the preparation of the device prior to patient contact, both rotation buttons were hard to manipulate and would sometimes work only with a firm push. There was no patient involvement.